Event description:
On (B)(6) patient had nasogastric (ng) tube placed, with no problems during placement. Abdominal kub image showed ng tube in place. On (B)(6) pt had abdominal kub evaluation that showed the ng tube tip ends over the expected position of the gastric fundus. The ng tube was pulled back and abdominal kub showed ng tube curled upon itself and overlying the stomach. The ng tube was replaced. Follow up abdominal kub showed tube was curled in the esophagus and extended back upon itself up into the neck. Tube removed.